Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The patient effects of pain and occlusion are listed in the prostyle instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. The reported patient effect of pain and occlusion are known as an inherent risk of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery (rcfa) using a prostyle device after a left heart catheterization and percutaneous coronary intervention procedure using a 6f sheath. Reportedly, there was proper suture placement, and the device was successfully used to achieve hemostasis. One week after the procedure, the patient presented with a cool and painful leg and stenosis was noted in the rcfa. The physician believed this was due to the previous closure device. An angioplasty procedure was attempted from the left common femoral artery (lcfa) to open the rcfa. The balloon caused a perforation in the rcfa and resulted in the use of a covered stent to treat the perforation and reopen flow to the rcfa. No additional information provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.